Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like product broken or damaged during the manufacturing process of the lot number (1076905) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like product broken or damage issue for the same part number (305487) throughout the last twelve months (oct-2020 thru oct-2021). Pictures and description were received from customer (nagano municipal hospital) as evidence of the issue. It is very probable that this product was manipulated and changed from the original packaging to a non-suitable packaging, or the product could have been damaged during the transportation from the distributor at the final user. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen and leads to product damages. H3 other text : see h.10.

Event description:
It was reported that sharps coll 1.5qt red was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report, the product was found to be partially chipped upon arrival.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 1.5qt red was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report, the product was found to be partially chipped upon arrival.